Event description:
Additional information was provided. The caller reiterated previously noted events and requested that a representative visit their home to check the implant, as the issue has not been resolved. The agent reviewed the role of the representative and subsequently followed up with the representative, requesting that they reach out to the caller regarding the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. Caller stated patient's neighbor works with "an electronic and uses an electronic wave" and inquired if that could be affecting the patient (pt). Patient started having movements that don't seem like the typical parkinson's movements; patient was moving their head and the feet very strong and did not seem like parkinson's. Agent asked what type of electronic waves patient's neighbor is using and response was not clear. Caller stated the people that live there [moved in] eight years ago and pt started having issues with the devices 8 years ago so they would like manufacturer representative to verify that patient's device is working properly and not being affected by that. Agent reviewed electromagnetic interference considerations and redirected caller to patient's healthcare provider to further address the issue. Per device registration, the patient was initially implanted only seven years ago.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.